Event description:
After an implantation period of approx. 139 months, intermittent high voltage measurements and noise were reported shortly after ICD change. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 50 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was inspected. The lead demonstrated multiple extraction damages. Cuts in the insulation with blood infiltration were noted. The conductor cable to the ring electrode was found partly pulled out of its lumen. The shock coil was deformed. Tissue residuals were noted on the shifted shock coil. Further inspection of the lead revealed multiple signs of wear. In particular 16 cm proximal to the lead tip the insulation was worn through. This damage can be considered the root cause of the clinical observation. The conductor cable to the shock coil was found fractured 9 cm proximal to the lead tip which most likely resulted in the out of range measurements of the shock impedance. Based on the characteristics of the findings, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages significant ingrowth of the lead is assumed which may have affected the leads motion during the implantation time of 11.5 years. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.